Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after receiving therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient had been lost to follow up and had not been seen in two years. It was also noted that the device was emitting tones. When attempting to interrogate the device, they received an error message indicating the device was not compatible. Upon further investigation it was noted that the s-ICD had not been upgraded to the most recent software version, however the programmer had been updated. The previous software version was loaded onto the programmer and the interrogation was successful. Upon interrogation a benign code appeared, which was found to be the reason for the device to emit tones. Boston scientific technical services (ts) was consulted and discussed that the code would self correct. It was also noted that the therapy was deemed inappropriate due to a decrease in r wave amplitude causing t wave oversensing. The reduction in r waves was reproducible when the patient was lying on their side and stomach. It was noted that the patient had lost approximately 90 pounds and the device was able to be moved around in the pocket. Subsequently the vector was reprogrammed. At this time the physician opted not to reposition the device. The s-ICD and electrode remain in service.